Event description:
It was reported the setscrew of the implantable neurostimulator (ins) did not maintain the lead during the procedure. The ins was not implanted and a different ins was used. The patient was receiving therapy with the different ins. No further information was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.